Event description:
It was reported that the device lost power and turned itself back on during several patient events. It was reported that the device issue had no adverse patient outcomes. There were no further details on the events and/or the patients provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent loss of power and restart issue. Physio isolated the cause for the reported issue to be failure of the system pcb assembly. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
(B)(4). The initial emdr reads: physio-control evaluated the device and verified the reported intermittent loss of power and restart issue. Physio isolated the cause for the reported issue to be failure of the system pcb assembly. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The initial emdr should read: physio-control evaluated the device and verified the reported intermittent loss of power and restart issue. Physio isolated the cause for the reported device reset failure to be the bluetooth adapter. The device intermittently reseated when the bluetooth card was inserted. Physio replaced the bluetooth adapter and completed other unrelated repairs to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.